Manufacturer narrative:
The pump had no missing segments/partial display noted. However, the pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving her an error. She could not remember the error because the screen was crazy. The insulin pump had a partial display. Customer's blood glucose level was 157 mg/dl. The customer could see the inside of the insulin pump, where the piston is and it looked like there was rust inside. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.